Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no adverse impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.